Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, selftest and displacement accuracy test. Pump passed the delivery accuracy test. No delivery alarms/occlusion alarms, possible under delivery anomalies, insulin flow blocked alarms or delivery anomalies noted during testing. Monitored with the unit communicating properly with sensor tester and the sensor transmitter. The suspend before low feature functioned properly during testing. Unit received with corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was under delivering. Customer¿s blood glucose was 300 mg/dl at the time of incident. The current blood glucose was 193 mg/dl. Customer treated with insulin pump and manual injection for high blood glucose. Customer was alleging the insulin pump because he has to deliver insulin and blood glucose was don¿t go down. The product will not return for the analysis.